Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified. The scope was reprocessed according to the instruction for use (IFU). A definitive root cause of the foreign material in the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.